Event description:
Voluntary medwatch received states that the patient presented to emergency room due to syncope. The right ventricle lead was determined exhibiting cross-talk over sensing led to pacing inhibition. No intervention or procedure was reported. No additional adverse patient effects were reported.